Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged the pump had no power and there was moisture inside the battery compartment. The reporter denied damage to the pump and battery cap. The reporter stated the yellow o-ring of the battery cap was not visible when the cap was secured to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked with evidence of moisture. A leak test revealed a battery compartment leak. No battery cap was returned. A test battery cap was able to fit securely to power on the pump. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions or power loss occurring. The complaint of a power issue was shown in the pump history but was not duplicated during investigation however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.